Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No bolus delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose of 350 mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 201mg/dl. Customer¿s blood glucose level at the time of hospitalization was 227 mg/dl. Customer had symptoms such as nourish. Drive support cap was normal. There was no leak and air bubble. Customer was alleging for under delivering because blood glucose was not responding to the bolus which he gave. Customer experienced blood glucose level of 240, 190, 287, mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.